Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
On (B)(6) 2013, ssro primary surgery was performed. 2 plates and 8 screws were used. On (B)(6) 2013, the plate breakage was found. After that bone healing was confirmed.

Manufacturer narrative:
The reported event could be confirmed. The investigation shows that the plates broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigations show on the fractured surfaces the appearance of a forced ruptures and a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The investigation shows on the fractured surface the appearance of a forced rupture and a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamically overload of the fracture area of the plate. As stated in the IFU the implants are designed to function only until bony healing (usually 6-10 weeks). This period had been exceeded at the time the breakage was noticed and bone healing had already been achieved. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
On (B)(6) 2013, ssro primary surgery was performed. 2 plates and 8 screws were used. On (B)(6) 2013, the plate breakage was found. After that bone healing was confirmed.